Manufacturer narrative:
An experienced breast surgeon was consulted as a clinical expert in the investigation of this event. The clinical expert confirmed our conclusion that there is no reason to believe that the cause of the event is related to the tigr matrix product. Prior radiotherapy, copd and large breast implants (620 cc) are risk factors for complications in immediate reconstruction. Complication would have happened irrespectively of the type of matrix used and whether or not a matrix was used. Device discarded by hospital.

Event description:
The patient had a prior breast conservation surgery, radiotherapy and chemotherapy and had recurrent breast cancer in the left breast. The patient underwent mastectomy and implant reconstruction (620 cc) with tigr matrix surgical mesh as reinforcement of soft tissue. The patient developed inflammation and serome formation and the surgeon planned to change the implant and remove of tigr matrix (B)(6) 2016.